Event description:
Related manufacturer report number 2017865-2022-49117. It was reported that loss of capture was noted on the right atrial (ra) lead and inadequate capture was noted on the right ventricular (rv) lead. A revision procedure was performed and blood loss was reported. The ra lead was explanted and the rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of loss of capture was confirmed. As received, a complete lead was returned in two pieces. Visual examination found two external insulation abrasions breaching the outer insulation and exposing the outer coil both at the distal region of the lead. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to another device or feature of patient anatomy.

Event description:
Additional information was received indicating the patient experienced hypotension. Intravenous catecholamine therapy and volume replacement were performed. The patient was in stable condition.